Manufacturer narrative:
Patient's identifier is unknown. Implant date is not applicable since the product was never placed

Event description:
Per complaint (B)(4), during clinical procedure, deformation was observed.